Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock lead impedances measuring 1 ohm. Technical services (ts) was consulted and further in office evaluation was recommended. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).